Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the resistance was not determined. A continuous saline flush was administ ered and maintained as indicated in the IFU. There was no kink/damage noted to the catheter or solitaire. The tip of the solitaire sheath was secured into the hub of the microcatheter.

Event description:
Medtronic received a report that as per the doctor, there was resistance while pushing the solitaire within headway 21 and at one time it was stuck. With a lot of difficulty it came out. Then competition devices were used to complete the procedure. Catheter resistance was in the middle section. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of ischemic stroke in the m1. Patient condition: mrs: baseline 3, mrs: procedure 3, nihss score: baseline 8, nihss score: post procedure 8, tici score: baseline 1, tici score: post procedure 1. IV tpa was contraindicated. There was no passes with the device. It was noted the patient's vessel tortuosity was severe. Parent vessel was the internal carotid artery with a 4mm diameter. Branch vessel was the m1 with a 2.1mm diameter. Stroke onset to reperfusion time was 8.1 hours. Ancillary devices include a neuron max sheath, neuron guide catheter, headway 21 microcatheter, and traxcess guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis as found condition: the solitaire fr4-6-40-10 stent device was returned for analysis, still within its introducer sheath, inside a dispenser coil, inside an open solitaire fr4 inner pouch and outer carton, inside a sealed biohazard bag, and inside a shipping box. The non-medtronic (headway 21) microcatheter was not returned with the solitaire device. Damaged location details: the solitaire fr4-6-40-10 stent finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, with no damage noted. The stent¿s working and non-working length struts were in good condition. The glue dome outside the proximal marker was damaged. The marker coil was in good condition. No kinks or bends were found on the pusher wire. Testing/analysis: due to its damaged condition, the returned solitaire fr4-6-40-10 stent device could not be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery¿ report could not be confirmed. However, the glue dome on the returned solitaire fr4-6-40-10 stent device was damaged. However, the cause of the resistance failure could not be determined. Possible causes of resistance include an incompatible/damaged microcatheter, severe vessel tortuosity, the user not maintaining the correct flush rate, and a lack of continuous saline or heparinized saline flush during delivery. In this event, the non-medtronic (headway 21) microcatheter used was compatible with the solitaire fr4-6-40-10 stent device, as it has a labeled inner diameter (ID) of 0.021 inches, and the customer also stated that no damage was noted to the microcatheter. It was also stated that a continuous saline flush was administered and maintained, which rules out an incompatible/damaged microcatheter and a lack of continuous saline or heparinized saline flush during delivery as possible causes. Therefore, severe vessel tortuosity and the user's failure to maintain the correct flush rate could have contributed to the resistance complaint. However, the cause of the resistance complaint could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.